Event description:
It was reported that the guide wire could not be inserted through the lead. The lead had also dislocated when sheath was removed. The lead was not used and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.